Event description:
Physician reported left side "great inflammation," "seroma," "rupture," and diagnosis of alcl (cd30+ and alk- confirmed). Device was explanted and a capsulectomy was performed.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "great inflammation," "seroma," and bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "great inflammation," "seroma," "rupture," and bia-alcl.